Event description:
After installing airflow mattress through rep, aircare low co's loss alternating therapy system, pt slid off the mattress because "2 side rails full or 1/2 were not sold to us." They were needed. Apparently this situation has happened in the past for the same reason and that info also was not shared to prevent this type of occurrence from happening again.